Event description:
It was reported that during an unspecified surgical procedure; it was observed that the cartridge was damaged. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. B3: only event month and year known: april 2026. D4: batch#: unk. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Unknown. Was the plastic portion of the cartridge damaged? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? Yes. Did any piece break off of the device? Unknown. Did retrieval alter the procedure in any way? If yes, please explain. No. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device batch number of 588c71 / 22gst45t, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.